Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for unknown circumstances. Device interrogation revealed that the pacemaker's battery had prematurely depleted. The pacemaker was explanted and replaced. Patient was stable post procedure.

Event description:
New information noted that the patient presented in the emergency room for unrelated reasons.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.